Manufacturer narrative:
A device history review was conducted for lot number 7356276, our records show it was manufactured on january 11-15, 2018. Additionally it was determined that this is the only instance of leakage occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation. Bd engineers determined this event to be caused by the raw material used in the catheter tubing. The supplier for this component was notified of the issue and conducted a comprehensive investigation into the cause. The findings of their study were unable to locate a specific root cause for this event; occurrences identified in the study were sporadic suggesting that this defect is inherent to fabrication of the materiel. To compensate, our supplier has increased the sampling rate for leakage testing during the fabrication process.

Event description:
It was reported that leakage occurred from the bd pegasus safety closed IV catheter system after the puncture. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd pegasus¿ safety closed IV catheter system after the puncture. There was no report of exposure, injury, or medical intervention.